Event description:
The pt is a post right hip arthroplasty in 1997. The pt complains of right hip pain. Pt was admitted for a revision right hip arthroplasty. During the procedure the femoral head and the cracked acetabular liner were removed and replaced.